Event description:
Procedure type: anterior rectum resection. According to the reporter: after firing the instrument, it was not possible to remove it from the pt. After manipulating it for a while it was removed. The scalpel of the instrument did not push through the mylar-plate completely. The anastomosis was examined and it was noticed that the staple line was incomplete. The anastomosis was over-sewed and an ileal stoma was created. The procedure extended 30 minutes. No report of blood loss. Pt current condition is well.

Manufacturer narrative:
Initial report sent: 12/3/2007.